Event description:
I had an essure procedure done on (B)(6) 2014. I went for my hsg test on (B)(6) 2014 and found that the right side was completely sealed but the left side was open and the coil was pierced through my uterus. I have been having burning, stabbing, throbbing pains almost constantly on my left side and occasionally on my right. I am scared to move to quickly or pick up my kids for fear it will dislodge and severe something vital. I visited a different ob and he told me my only option was to have a hysterectomy. I could possibly die removing it by bleeding to death. I am having almost constant headaches, cramping and bloating. I should not have a hysterectomy at age (B)(6). I am a nursing mother and nickel is known to leak into breastmilk. I was not told this upon getting it implanted. I have no idea what sort of damage this may be doing to my child. My dr told me that this was the safest most convenient option. This is not true. It has done nothing but cause me problem. This is not safe.